Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with an unknown saline mentor breast implant and experienced left side capsular contracture (very large and hardness on the left breast), right breast pain, fibromyalgia, joint pain, muscle pain, lupus, raynauds disease, neuropathy in bilateral legs with tingling and other weird things going on, brain fog, anxiety, insomnia, sensitivity to light, sensitivity to temperature, hair loss, ibs, depression , headaches, very loud ringing in ears bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.